Event description:
The facility representative reported a flo-gard infusion pump with an "undetermined malfunction". It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an ?undetermined malfunction? Was confirmed by baxter service personnel as a door open/close clamp alarm. The assignable cause was determined to be a missing magnet. The magnet was replaced to correct this condition. Should additional relevant information be received, a follow-up medwatch will be submitted.